Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Out of range shock impedance reported for 5 days and then returned back to normal value. Short interval count also increased on one of those same days of high impedance. Lead will be evaluated further in person. Device remains implanted.